Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 17mm amplatzer septal occluder was selected for implant using a 8f sheath. While deploying the device, it presented in a cobra deformation. The device was never released from the delivery cable, no angulation or kink noticed in the delivery system, or interaction with cardiac structures. The physician doesn't believe that the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 17mm amplatzer septal occluder was selected for implant using a 8f sheath. While deploying the device, it presented in a cobra deformation. The device was never released from the delivery cable, no angulation or kink noticed in the delivery system, or interaction with cardiac structures. The physician doesn't believe that the patient experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well.